Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and beep anomaly. The customer¿s blood glucose level was 400 mg/dl. The customer reported that the insulin pump was making high pitch noise when the battery was in it. It was reported that they had constant tone. The customer performed self-test and it was passed. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor and call back if issue persist. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical products have ben provided with this report.